Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value. Universal cord had a wrinkle. Paint on air water-cylinder was peeled. Paint on suction-cylinder is peeled. Scope-connector was deformed. Indication on scope-connector was peeled. Adhesive on distal end was chipped. Adhesive on distal end had white-clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Switch 1, switch 3, image guide protector, protector of universal cord on control section side, protector of universal cord on scope-connector side, connecting tube, and distal end were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope received an e315 scope error. There were no reports of patient harm.

Event description:
Customer confirmed the procedure was completed by replacing the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the abnormal imaging was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.